Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate anti tachycardia pacing (atp) therapy and one shock for a rapidly conducted atrial arrhythmia. The shock successfully converted the atrial arrhythmia. The system remains in service and no adverse patient effects were reported.